Event description:
Have had the following side effects which started as soon as I was implanted with essure: bloating, cramps, abdominal pain. Both aching and stabbing, fatigue, non-stop spotting, irregular periods, nausea, headaches, hairloss. I have had essure since (B)(6), 2014 and have suffered these side effects daily.